Event description:
It was reported to the manufacturer by the end user, per the end user, patient was found on floor of room; no one was around to witness. They believe patient was trying to get out of bed but it is unknown due to the fact that the patient cannot talk and has minimal mobility. Upon speaking with the facility, it was noted that the patient is able to move the upper body. The patient was using a foam mattress prior to (B)(6) 2017 when the air mattress was placed. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. The mattress and control unit was received at joerns on (B)(6) 2018 and the investigation is in progress.